Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's daughter that the physician said that the pacing lead was not positioned correctly and would need to be repositioned. The lead remains in use. No patient complications have been reported as a result of this event.